Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump displayed alert 38 indicating a motor stall during fill tubing, and the user was unable to proceed until customer care guided a rewind and a dry run for 120 units, which was successful; the user had been placing the connector on the cartridge before inserting the cartridge into the pump and was advised on the correct order of operations. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with consecutive stalled motor events during setup, with correct operation restored after education, indicating a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.